Manufacturer narrative:
The following hba1c reagents were used at the time of the event: lot number 71506001 with an expiration date of 31-aug-2024. Lot number 70882001 with an expiration date of 30-jun-2024. The field service engineer (fse) checked the sample aspiration probe mechanism and identified clot residues in the internal washing towers, external washing, and protective covers of the probe movement mechanism. The fse cleaned the sample aspiration probe washing tower, the metal protector of the reaction cells, and the equipment water supply containers. He also replaced the probe. The fse observed and alerted the customer about multiple sample aspiration alarms. The customer was advised to consult the tube manufacturer/supplier for a pre-analytical evaluation in the laboratory in order to minimize the alarms and consequently the microclots in the samples. Calibration and qc were performed and they were within range. The fse verified that the analyzer was working within specifications. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 6 patients' samples tested with hba1c assay on a cobas pro c503 analyzer. Sample 1: initial result: 10.3 %; repeat result: 7.22 %. Sample 2: initial result: 7.95 %; repeat result: 5.97 %. The questionable result for one of the first 2 samples was reported to the patient and the patient questioned it and requested that the sample be repeated. After the initial point of contact, discrepant results were provided for additional patient samples. Sample 3: initial result: 11.3 %; repeat result: 6.35 %. Sample 4: initial result: 9.19 %; repeat result: 6.02 %. Sample 5: initial result: 6.55 %; repeat result: 5.51 %. Sample 6: initial result: 10.6 %; repeat result: 5.25 %.

Manufacturer narrative:
The field service engineer (fse) replaced the liquid level detection board, sample probes, and 3 mixers. He made adjustments to the mixers' positions and the probes' positions. The fse also identified a partial blocking in the movement of the rinse arm needles. He cleaned the mechanism, adjusted the upper locking spring, and cleaned the vacuum line. He then checked the main pump, the gear pump pressure, the photometer, and the rinse arm washing system. Calibration, qc, and testing samples were performed and they were all acceptable. The instrument was performing within specifications. The root cause was due to a partial blocking in the movement of the rinse arm needles. The service actions (cleaning the mechanism and adjusting the upper locking spring) resolved the issue.